Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not observed exiting the tubing with multiple cartridges during the fill tubing. In addition, it was reported that the customer received multiple intermittent minimum fill notifications when attempting to load cartridges onto the pump. The customer changed the cartridge and infusion set and successfully resumed insulin delivery. The customer's blood glucose level was 100 mg/dl.